Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that during a procedure, the device was initially thought to be programmed off. However, while the physician was using cautery, the patient received an inappropriate shock. Additionally, it was noted that the lead impedances were out of range on all ports. It was further reported that it was determined that the device had accidentally been programmed on prior to the surgery, which resulted in the inappropriate shock. The device remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was reported that during a procedure, the device was initially thought to be programmed off. However, while the physician was using cautery, the patient received an inappropriate shock. Additionally, it was noted that the lead impedances were out of range on all ports. Follow up is currently in process for additional information. The device status is unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.